Event description:
Per the clinic, the device was explanted on (B)(6) 2020. It was reported the magnet was found to be displaced at the time of explant. The patient was reimplanted with a new device during the same surgery.